Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with visual outcome. The iol was exchanged for same company extended depth of focus lens. Additional information has been requested.

Manufacturer narrative:
. The product was not returned for analysis. The reporter stated the company iol was replaced with a different model company iol. The root cause for the reported complaint could not be determined. The exchange from a company iol to a different model company iol, may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).